Event description:
The following has been reported: the unit is stuck on ivenix logo. Cannot start drip or do anything on the screen. A preliminary review of the device log files could not be performed. The device was returned for evaluation. Upon return, a loose object could be heard moving within the device. The pump was not powered on due to the loose object. The device was opened for internal inspection. The loose object was identified as an extra hardware screw. The object was removed and the device was powered on. The device failed to advance past the ivenix logo screen. The device was then again opened and an engineering som for testing purposes was installed. The device was able to pass functional testing with the engineering som installed. The original som was inserted back in and the device was powered on. The pump was able to advance past the ivenix logo screen. A cassette was loaded on to the device and an infusion was started. During the beginning of the infusion, a red pump alarm was observed. Log files were reviewed and a flow processor coherence failure was found. The som is failing and will need to be replaced. All uninsulated ground wiring will need to be replaced with insulated ground wiring during repair. Reporting as a conservative measure due to the som and flow processor coherence failure identified during investigation. No adverse effects were reported.